Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the pump advanced under the papillary muscle. During an attempt to reposition pump, the pump came back entirely into aorta. Despite multiple attempts to advance the pump and use of a buddy wire, placement of the pump back across the aortic valve was unsuccessful. The pump was reinserted and pulled back into the descending aorta; the device was kept at p1 for the remainder of the case.